Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump. The customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No further tests could be performed due to blank display. The insulin pump was received with cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip and minor scratched display window.